Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. The most recent onsite visit of the used diagnostic device was also performed by field service engineer performed and signed service installation record and system meets specification as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The user performed an energy check. The reported treatment was done. However, it is recommended that an energy check is performed before each. The measured energy was stable. During the preparation of the treatment the warning message ¿patient bed position does not match with selected eye!¿ and the warning message ¿patient bed position undefined. Check bed position and selected eye.¿ both appeared once. It is not possible to see whether the user has corrected the patient bed position or not in logfile. The logfile shows that the reported treatment of left eye was performed successfully without interruptions. Eight five three five shots were requested, eight five three five shots were fired. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint related product is expected to be returned for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced decreased post operative visual acuity with the best corrected visual acuity was greater than two diopters in the left eye after refractive surgery and additionally the mixed eye drops were prescribed. The surgery was performed without complications. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.